Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
15-jan-2025: the customer called to report that they experienced a seizure on (B)(6) 2025 as a result of low blood glucose (bg) levels of 39 mg/dl. The user explained that their marital partner was awoken by the system alerts and noticed the user was experiencing a seizure. The partner put sugar in the user's mouth using his finger and after 15 minutes the user was able to take juice, which was provided at 15g carbohydrates every 15 minutes, and this was repeated fifteen times until the user's bg levels were back in-range. The user did not seek medical intervention as a result of the hypoglycemic episode.